Event description:
The user received glucose results of 10 mg per dl for multiple samples from one pt and suspects drug interference. The user spoke with the physician and they considered the results not compatible with the pt condition, so they did not report the results. So they tried to repeat the test with a reflectometer, but they got low message as result. If add'l info is received, appropriate notification will be provided.